Event description:
The customer contacted philips to report that the paddles short circuit when charging.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.